Manufacturer narrative:
Site reported a bilateral patient had both light adjustable lenses explanted due to photopsia. Rxsight's first awareness of the event was (B)(6) 2021. The device history record for the lenses were reviewed. No issues were noted. Right eye: serial number: (B)(4). Lot number: l02-001753. Mfg date: 7/23/2020. Expiration date: 6/30/2023. (B)(4). Left eye: serial number: (B)(4). Lot number: l02-001812. Mfg date: 8/30/2020. Expiration date: 7/31/2023. (B)(4). The lenses have been returned and are currently being evaluated.

Event description:
Site reported a bilateral patient had both light adjustable lenses explanted due to photopsia. Rxsight's first awareness of the event was (B)(6) 2021.

Manufacturer narrative:
Site reported a bilateral patient had both ligh adjustable lenses explanted due to photopsia. Rxsight's first awareness of the event was 10/18/2021. The explanted lenses were returned for evaluation. Visual inspection and optical testing of the returned lenses confirmed the presence of an ambient zone on the lens, which is indicative of exposure of the lens to ambient uv light prior to lock in.

Event description:
Site reported a bilateral patient had both ligh adjustable lenses explanted due to photopsia. Rxsight's first awareness of the event was 10/18/2021.